Event description:
Hcp explanted the device system due to an infection. The pump was not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.